Manufacturer narrative:
The customer reported that after changing the batteries in their analyzer, it became "super hot" and now does not work correctly. There were no allegations of incorrect results. There were no allegations of patient/user harm. Currently it is unknown whether or not the device may have malfunctioned, as the allegation of overheating and not functioning properly could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that after changing the batteries in their analyzer, it became "super hot" and now does not work correctly. There were no allegations of incorrect results. There were no allegations of patient/user harm.